Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were the clips scissored? Or, were the clips not closed completely in a b form shape? The lot number provided is associated to an el5ml and not the reported complaint device of mcm30. If available, what is the lot number for the mcm30? Can you please confirm that the mcm30 was the device used in the procedure and an el5ml? Response: no further information is available.

Event description:
Clips on the device are not forming correctly. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: p94c1d. Device analysis: the analysis results found that the mcm30 device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 24 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.